Event description:
Corrected information: customer reported a failure code 403. Customer reported there were no pt injuries associated with the report and there havebeen no incident reports filed since the last baxter service event. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding pt demographics, medication involved, or device programming information.

Event description:
Failure 403:00. Caller did not have information when the event occurs. Returned to baxter for refurbishment or repair. No injury.